Event description:
It was reported the pt returned to the hospital with headaches one week after the valve was implanted. The pressure monitor found that, when in a supine position, the pt had low single digit positive to low single digit negative readings (+1 to -4). And when standing, intracranial pressure changed to -15, the highest reading on the monitor. The surgeon believes the siphonguard may not be working. The valve was reprogrammed 150mm h2o and will be changed to 190mmh2o. The device remains in the pt.